Event description:
It was reported the patient was in the hospital. The patient had a fever over the last week and his tone had returned to baseline. The health care provider (hcp) had been trying to titrate the patient's baclofen dose up and was seeing some efficacy for a while. Now there no longer seemed to be any. The patient had pneumonia and it was believed that may have been the primary reason the tone was back, but a pump or catheter issue was not ruled out. There were no alarms. The system was being used to deliver baclofen. It was later reported the patient had good relief from the pump for about 3 weeks and then "all of a sudden" the spasms returned and the patient had a fever. The pump site was not infected. Urine and blood counts were normal. A chest x-ray showed pneumonia. The patient was started on oral antibiotics on (B)(6) 2014 and the fever was gone, but he was still having spasms. The dose had been increased 20% every other day. A single bolus had been advised. The pump was reading normal. Imaging of the system did not show anything abnormal. The symptoms were gradual. The spasms were flexor and abductor spasms. It was clarified the pump was being used to deliver lioresal. It was later reported the patient was taking oral baclofen, diazepam, morphine, and oxycodone. The patient had increased spasms even with increased pump dose. A dye study was done and a catheter kink was questioned. The event was "not sure" to be attributed to the catheter but there seemed to be a catheter problem. A dye study was done and the patient was a little better after the study. The pump dose was increased. The patient had not recovered and the symptoms/issue was ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the catheter found a catheter body kink.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported there was catheter replacement with explant on (B)(6) 2014. There was an unknown catheter issue at an unknown location. The catheter was entirely removed and replaced with a new device. X-rays were done and the side port was aspirated sluggishly. The new catheter aspirated easily. The product issue resolved. The patient had a fairly new pump on increasing dose escalation and a large amount of oral antispasmodics with no improvement of symptoms. The patient had less than 50% therapy relief in the lower extremities. After catheter replacement the patient was going to be titrated up with the new catheter and down on oral medications. It was noted on the returned product paperwork that the catheter was cut for removal and there were ¿bovie burns¿ near the anchor. It was later reported the patient was doing ¿significantly better¿ after the revision. The patient was at a stable dose and there was no plan to increase it at the time of the report. The spasticity was vastly improved at a much lower dose.